Event description:
The customer reported to olympus that the tip of the sheath from the single use aspiration needle na-u401sx broke off inside the patient and fell into the lungs during an endobronchial ultrasound. The broken piece was retrieved from the patient using biopsy forceps, causing a 5¿6-minute delay, and the procedure was completed without opening another needle. There were no complications, and the patient is currently fine. The doctor also reportedly mentioned that this has happened before wherein the tip of the needle sheath fell into a patient's lungs and was retrieved but could not provide any more details about it. This event is being reported under the following patient identifiers: (B)(6)- this reports the recent incident that occurred on (B)(6) 2023 (B)(6)- this reports the prior incident with an unknown event date this medwatch report is for patient identifier (B)(6).